Manufacturer narrative:
Add'l procodes: krd/hcg. Conclusion: a nonsterile orbit galaxy complex xtrasoft coil 2.5x5 was received coiled inside a pouch. No damage was noted on the hub. The hypotube was inspected and observed kinked at 7, 23.3, 53, and 85.5 cm from the proximal end of the hub. The introducer was received unzipped and without damage. The support gripper and embolic coil were inspected and no damages were observed. The outer diameter (od) of the delivery tube (dt) was measured and confirmed to be within specification. Functional analysis was performed. The lab prowler 14 microcatheter was flushed using a syringe before the orbit galaxy xtrasoft coil was introduced into the microcatheter; the coil advanced through the microcatheter to the distal end without any difficulty. There were no complications noted during the functional test. A review of the manufacturing documentation associated with lot 17694774 noted that 1 unit was rejected due to a kink / bent defect on the delivery tube (dt) that could be related to the reported complaint. However, the DHR review confirmed that rejected units were properly segregated and discarded. The reported failure detachable coil delivery system impeded in microcatheter was not confirmed. The cause of the reported failure appears to be due to excessive force applied on the device, however, the cause of the defect could not be conclusively determined. In reviewing the DHR and the result of the analysis, it does not appear to be related to the manufacturing process. Procedural factors are the most likely contributing factors to the reported damage. In addition, there are inspections in place to prevent these kinds of defects from leaving the facility. Therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by the healthcare professional, during an intracranial coiling procedure of an unruptured aneurysm on (B)(6) 2017, the physician loaded an orbit galaxy xtrasoft 2.5x5 (640cx2505 / 17694774) into a prowler 14 microcatheter (606151fx / 17610385). While advancing through the catheter, the physician met significant resistance and could not push the coil out of the end of the microcatheter. The coil was removed and the physician attempted a second galaxy xtrasoft 2.5x5 from the same lot (17694774) and was met with the same issue of significant resistance. The second coil could not be removed and as a result, the physician removed the microcatheter with the second coil still stuck inside. A second prowler 14 microcatheter (unknown catalog and lot number) was inserted into the aneurysm with the attempt to deliver an axiom prime xtrasoft 1.5x4 (a non-codman product); this coil was also met with resistance within the new prowler microcatheter. The physician decided to abandon the procedure. There was no adverse event associated with the incident. The patient¿s status was reported to be unchanged and neurologically intact. Per the healthcare professional, the devices were used and prepped as per the IFU with all devices appearance being normal prior to and after the cancelled procedure. It was confirmed that a continuous flush was maintained through the catheters.